Event description:
Complainant alleged that the clinician was attempting to defibrillate a pt (age and gender unk), but the paddles would not discharge. The clinician was able to obtain another set of paddles to defibrillate the pt. There was no adverse effect on the pt as a result of the reported malfunction.